Manufacturer narrative:
(B)(4). The rotaflow drive was repaired. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, while performing periodic maintenance at (B)(6),the maquet sales and service unit (ssu) technician became aware that the cable for rotaflow drive (sn: (B)(4)) was missing a pin. The missing pin on the cable caused the drive to have runaway errors. Reference: complaint (B)(4).